Manufacturer narrative:
This report is submitted on november 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced pain with and without the device; however the issue could not be resolved. The patient was administered oral antibiotics and oral steroids on (B)(6) 2018 which helped initially with the pain but did not resolve. Subsequently the patient was hospitalized (date not reported), treated with IV antibiotics and discharged on (B)(6) 2018. As of (B)(6) 2018 the pain had reportedly resolved.